Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, order was not crossing over to device asrh2 for dispensing. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist attached the knowledge article (retry - insert into purge.purgestatistics) after completing the required steps to rectify a retry mode error. Following the station synchronization, a retry issue was detected and reflected in health sight viewer as the device being in download mode. The tss resolved the retry issue, after which no further notices appeared in health sight viewer, confirming that the issue was fully fixed and resolved. Additional knowledge articles were attached, including (proper data sync procedure & how to place new db in es station) and (agent sees an error in query: strg.ssp_dispensingdevicesyncupdate). The system functioned as intended after the technical support specialist troubleshot the device.